Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: review of the black box data for the date of the alleged date revealed no data from that date was available. No power on reset events existed in the available black box data. The last recorded basal delivery was on (B)(6)-2018. The last bolus deliver was a 1.250-unit normal bolus on (B)(6)--2018 at 03:13. On examination, there was no corrosion observed in the battery compartment. A battery cap was not returned with the pump for investigation. A test battery cap was able to fit to maintain electrical connection and was used to complete a 12-hour duration test. There was no interruption in power during the investigation. The total daily doses add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. There was no evidence of internal moisture or damage to the power circuit. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 512mg/dl, with polydipsia, polyuria, nausea, and symptoms of dehydration, associated with an alleged damaged power issue. Reportedly, the patient discontinued pump therapy, and self treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the pump had intermittent power with a cracked battery compartment. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.